Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Retrieval of device has been unsuccessful. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
T was reported that during surgery the surgeon implanted a 4.5 healicoil using a 3.8 tapered awl for hole prep. The anchor broke as he was tying his suture. No material was seen floating around in the surgical site. The surgeon was able to salvage the repair using a single row knotless technique with an arthrex 5.5 biocomposite swivel-loc. Additional anchors were not necessary to use. No patient injury or other complications were reported.